Event description:
Infinion 16 contact trial kit lead fractured during placement. Second lead successfully placed intra-operatively found fractured on post-operatively day #1, and removed from patient. FDA safety report ID# (B)(4).